Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with intermittent capture. During the lead revision procedure the lead was repositioned but could not be secured. The lead was removed and replaced. No patient complications have been reported as a result of this event.